Event description:
Customer reported that the insulin pump alarmed for a failed battery test. She stated that the display had gone blank. The blood glucose reading was 123 mg/dl. She stated that the insulin pump had not been dropped or bumped or exposed to moisture. She stated that the insulin pump showed no signs of damage. She stated that the contacts on the battery cap were not missing or corroded and that the battery compartment and spring were not damaged or corroded. She was advised to clean the battery cap with alcohol and allow to dry and insert a new battery. She stated that the display did return. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.